Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended, and slightly bent. Visual inspection found distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead measured high impedance. After three repositioning attempts, it was verified that the helix screw could not extend or retract. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.